Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, "temporary or permanent nerve damage may result in pain and numbness." Number 20 states, "persistent pain." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2016-00973 / 01406). Device remains implanted.

Event description:
It was reported that patient underwent bilateral partial knee arthroplasties on (B)(6) 2012. Subsequently, patient reported, at nineteen months post-op, experiencing occasional pain in both knees and walks with a cane mostly due to back problems, drop foot, and neuropathy. A revision procedure has not been indicated at this time.